Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 17-may-2024, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿failed battery charging¿ and ¿defective recharging circuitry - tm90 recharging circuitry is damaged (battery swelling).¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for use was non-malignant pain. The patient reported that the communicator would not power on. They tried plugging it in to the charging cable and it would show that it was plugged in, but the power light would not come on. The agent walked the patient through plugging the communicator into the charging cable and confirmed the communicator battery indicator light was orange. When they attempted to power it on, it did not. The patient unplugged it from the charging cable again and attempted to power it on, but it did not. The patient stated it worked yesterday, but the bluetooth light did not turn on. The patient confirmed it was not dropped/wet and it was working yesterday. The patient stated that this morning the battery indicator light showed low (yellow) so they plugged it in, even though it was charging all night, and that was when they noticed it would not power on. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department. No patient injury reported.